Manufacturer narrative:
The ge healthcare service representative ordered the base and casters to resolve the reported issue. No report of patient involvement.

Event description:
The ge healthcare service representative discovered that two of the casters are found loose while performing preventive maintenance. There was no report of patient involvement.